Event description:
It was reported that on (B)(6) 2021, a patient underwent a procedure to treat the distal tibia and fibula fracture with a tibia nail and fibula plate. The patient had zero healing properties and consequently, the patients distal leg was quite rotting off. On (B)(6) 2021 the tibia nail along with five (5) 5.0mm locking screws were removed and patient's leg was amputated below the knee. Clinical outcome experienced by the patient was infection. No further information provided. This report is for one (1) 5.0mm ti locking screw w/t25 stardrive 34mm for im nails. This is report 2 of 7 for complaint (B)(4).

Manufacturer narrative:
Date of event: event year is 2021; however exact date of post-operative infection development is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.